Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing found that the thermal fuse was damaged. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint was confirmed. When the unit is brought to a temperature higher than 152 c, the thermal fuse tends to prevent the unit from continuing to overheat and the fuse opens so that there is no continuity. The root cause can be attributed to the user.

Event description:
Customer complaint alleges the device stopped heating during use on a patient. It was reported there was no patient harm. Patient condition reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device stopped heating during use on a patient. It was reported there was no patient harm. Patient condition reported as fine.